Event description:
It was reported that treatment was performed on a heavily calcified lesion located in the marginal branch at the circumflex bifurcation. A 3.0 x 18 stent was successfully deployed in the marginal lesion. An attempt to pass a stent to a distal circumflex lesion through the newly implanted stent was unsuccessful, so the whisper guide wire pushed and pulled a couple of times through the stent. The guide wire stuck between the stent struts and the distal piece of the guide wire separated in the artery. An attempt to snare the distal piece was unsuccessful. Using a new guide wire, a 2.5 x 18 stent was delivered to the lesion and was deployed, pinning the separated piece of the guide wire to the vessel wall, where it still resides in the patient.